Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. Customer¿s mother also stated that their insulin pump started making noise. Customer was advised that to revert to the backup plan. The insulin pump will not be returned for analysis.